Event description:
It was reported that the patient present for follow up after inappropriate shock was delivered by the implantable cardioverter defibrillator. Inappropriate therapy was the result of incorrection interpretation of diagnostic data. Further information was requested but not received.

Manufacturer narrative:
The reported event of interval stability and chamber onset discriminators not being displayed was confirmed. Based on the information provided, it was determined that the diagnostic details, interval stability and chamber onset, were behaving as expected per programmer software requirements.